Manufacturer narrative:
This report is being submitted due to original MDR submission, having the incorrect product device model/serial, and having the correct model/serial has already been report. Update a1 (patient identifier), b2 (outcomes attrib to adv event), b5 (describe event or problem), d1 (brand name),d4 (model number), d4 (lot number), d4 (expiration date), d4 (serial number), d4 (UDI) d6a (implant date) d6b (explant date), d8 (device avail for evaluation), d9 (returned to manufacturer date), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and additional MFR narrative).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance (greater than 125-145 ohms), resulting in code 1005. A request was made to have data from this device analyzed. A rhythmcare consultant, reviewed device data and product recommendations for troubleshooting, and x-ray imaging this lead remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance (greater than 125-145 ohms), resulting in code 1005. A request was made to have data from this device analyzed. A rhythmcare consultant, reviewed device data and product recommendations for troubleshooting, and x-ray imaging this lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.